Event description:
During servicing of monitor sn (B)(4), which was returned to zoll for an unrelated nonconformance, the monitor would only power on intermittently and was drawing excessive current when powered on. The pt was issued a replacement monitor.

Manufacturer narrative:
Add'l info: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor was powering on intermittently adn when it powered on it was drawing 2.4 a. Upon investigation diode, d600 was intermittent, which caused the 5.4v power supply to fluctuate. This resulted in the monitor's intermittent ability to power up and the high current draw when powered on. D600 is a surface mount silicon rectifier that converts alternating current (ac) to direct current (dc). The root cause for the intermittent d600 cannot be positively determined. No adverse event resulted from the defective power supply. The pt received a replacement monitor.